Event description:
It was reported that, "patients total knee was revised to a hinged total knee due to instability."

Manufacturer narrative:
The following other devices were listed in this report: scorpio ps femur waffle posts w/lfit cat# 71-4507l, lot k01a777 & scorpio ps tib insert, cat# 72-3-0710, lot 63373201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability. A supplemental report will be submitted upon completion of the investigation.